Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(4) 2010 and operated successfully until a failed self test on (B)(4) 2010. The device failed 7 further self tests due to a low battery. The user was alerted to the problem by the red led status indicator being illuminated and an audible beep. On inspection of the pad device, an inconsistent voltage measurement was found which would indicate a fault with the pogo-pins. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.